Event description:
The customer stated that this unit only charges to 160 joules when it should be charging to 200 joules. Discovered during a routine check by the customer.

Manufacturer narrative:
Result: no trouble found - device performs to specifications. The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service could not duplicate the complaint. The device log indicates that during testing at the customer's facility, lower than normal energy (165 & 166 joules) was delivered with a 200-joule selection. An attempt to understand the user's test methodology has been made as the resistance of the test device can influence the energy level delivered. At the time of this submittal, contact has not been made. Device testing at factory service with a battery eliminator and superpak battery charged to and delivered the appropriate energy level. Additional vibration and burn-in testing did not indicate any failure of the device. No failure of the device was identified. The device performs to specifications.